Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the belt failed an incoming functionality test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been confirmed. Upon investigation, an insulating silicone was discovered inside of the j703 connector on the electrode belt distribution node pca. As a result, the cable connected to the j703 connector could not be fully seated, causing intermittent communication failures. The j703 communication failures caused electrode belt ECG falloff and gel fire communication errors, resulting in ECG noise artifact and gel deployment from the rear therapy electrodes. The root cause for the presence of the insulating silicone in the j703 connector was an assembly error. No adverse event resulted from the silicone contamination of the j703 connector. The last patient to use this electrode belt did not report any deficiencies.